Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
The report indicated that after a right ventricular outflow tract ventricular tachycardia (rvot vt) cardiac ablation procedure, with a thermocool smarttouch catheter, the patient experienced a pericardial effusion (pe). After rvot vt, there was pe on (B)(6) 2025, since the effusion was only recognized in the ward, the catheters were disposed of immediately after the procedure. The puncture was successful, and no further consequences for the patient are expected. The physician¿s opinion on the cause of this adverse event was procedure, and the outcome of the adverse event was fully recovered (no residual effects). The patient did not require extended hospitalization. The procedural activated clotting time (act) was not needed, rv-procedure. During the procedure, four (4) catheter exchanges occurred, and no transseptal puncture. Prior to noting the pe, ablation was performed, and no evidence of steam pop. Flow setting for irrigated catheter was set to default settings.